Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified right coronary artery. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres in 10 seconds, the balloon was ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).